Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the loop catheter array inverted during the right inferior pulmonary vein (ripv) approach and there were difficulties retracting the catheter into the sheath. When the catheter was forcibly pulled into the sheath, part of the catheter coating was torn off and the conductor was exposed. The loop catheter was susbequently replaced which resolved the issues. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012454464 was returned and analyzed. The catheter was received without the guidewire. The guide wire lumen was retracted and the array assembly was inverted. The pebax tube was ribbed at distal arm and torn at proximal arm with exposed the electrode wires. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip, but detached from the dual lumen. Optical inspection at high magnification revealed a deformed, displaced and detached electrode wire #1 detached from the electrode #1. The slide control function was performed and the guide wire lumen was extended retracted without any issue. Steering function was normal, with the distal catheter tip responding with approximately 170 degrees (°) rotation in both directions. Continuity test was performed with multimeter for the returned catheter. The electrical continuity test revealed an open loop between electrode #1 and connector pin #1. The catheter was not reprogrammed as the catheter condition would not permit an ablation to be performed using the generator. No other tests could be performed due to the returned condition of the catheter. In conclusion, the reported inverted array and torn pebax tube were confirmed through analysis. The catheter failed return inspection due to the nitinol array wire detached from the dual lumen and an open loop between electrode #1 and connector pin #1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.